Event description:
Patient was implanted with click x construct (four screws, four locking caps, two rods) on (B)(6) 2010 for a fusion at l2-3 (B)(6) 2010 for a fusion at l2-3. Patient complained of pain from the screws and can feel the screws when touched. On (B)(6) 2012, patient returned to the surgeon for a follow-up visit. Surgeon confirmed that the screw backed out. Unknown as to how many screws backed out. Patient was returned to the o.r. On (B)(6) 2012 to remove the hardware. Surgeon revised patient with bone putty and strengthen the fusion. Patient also has pdl implanted at l3-4, l4-5. This is the 10th of 10 reports submitted on this event.

Manufacturer narrative:
Additional narrative: device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Manufacturing engineer evaluated the device and visual inspections noted the device had no visible damages, except some signs of use, like scratches and slight nicks. The relevant dimensions were checked and no deviation was found.

Manufacturer narrative:
A product development event evaluation was conducted. The implantation techniques that were being used with these devices are unknown. There is nothing about the returned implants that offers an explanation for the "backed out" screw mentioned in the complaint description and there is no mention of the quality of the bone it was being implanted into but the returned screws all appear to have bone screw threads that are in good condition. A definite cause for the adjacent level issues has not been identified but there is no apparent indication that there is a design-related issue with these implants. The arthroplasty devices at the other levels have been used in an off label manner however there is no indication that they influenced the stability of the pedicle screw construct.